Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00111. It was reported that the burr was stuck on previously implanted stent and the stent became explanted. The target lesion was located in the distal left anterior descending artery. A 1.25mm rotalink¿ plus was selected for use. Rotablation was performed through the proximal segment of the previously implanted synergy stent (implant occurred 1 month prior to this procedure). Rotablation was performed down to the distal section of the plaque. During the removal of the burr, the stent strut got snagged on the burr and the burr was stuck in the stent. The stent wrapped around the rotalink¿ plus and both devices were removed together with the guide catheter. After removal of the devices, the physician examined the vessel and the vessel was fine. The procedure was completed by deploying two stents. No further patient complications reported and patient¿s condition was fine.